Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event was also reported under maude report mw5067910. Initial notification date on first report should be feb 4, 2017. Complaint sample was evaluated and the reported event was confirmed. Hardness and dimensions taken are within specification. Stem collar counterbore is fractured, but the fractured piece was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to low strength due to a small material cross section at the hook fracture location. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This 1 of 2 reports being filed for the same patient (reference 1822565-2017-00987 / 00989).

Event description:
It was reported that the counterbore sheared in half while attached to t-handle for reaming during surgery. The impactor/extractor was also stripped. A hospital owned vice grip and slap hammer were used to remove the trial stem. No fragments fell into the patient. Surgery was delayed by 30 minutes.